Manufacturer narrative:
Investigation of the returned meter found an issue with the clock generator which caused the alleged error and could affect the screen display. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter was returned for investigation. Replacement product was sent. The investigation observed the meter beeped when it was powered on, but the meter remained blank. The investigation is ongoing. Occupation is patient/consumer.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The reporter stated the meter was not turning on properly. The reporter removed the meter's batteries and reinserted them, and the meter's display did not turn on when viewing the screen directly. He could not see the meter's icons or segments. The reporter stated if he viewed the meter's display at an angle, he could see an "error with a 7 in the upper right and numbers flashing below it that are alternating between 8 and h." He confirmed the buttons on the meter responded and the battery compartment was clean. The last time the meter was available to perform meter testing, he stated the display was complete and he could view the result. He attempted to perform a display check with the power button, but he could not see the meter's icons or segments. When the button was released, he could see the "flashing numbers and error with a 7 in upper right corner, with meter at an angle."